Manufacturer narrative:
Date of event is estimated. Further information requested but not yet received.

Event description:
It was reported that the patient experienced ineffective therapy. It was reported the ipg was replaced for an unknown reason. Troubleshooting revealed high impedances on the left lead and extension. As a result, surgical intervention was undertaken to replace the ipg, lead, and extension.